Manufacturer narrative:
Manufacturer narrative based on data obtained 02/26/2016: device analysis conducted by torax medical engineering after product receipt. Gross analysis revealed no device anomalies atypical from an explanted device. Microscopic analysis revealed all device components and assembly exhibited normal characteristics of an explanted device. Force testing, length testing, and geometric analysis exhibited no anomalies. No conclusion relevant to experience determined.

Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced ongoing gerd leading to linx device explant. The linx device was used as part of the anti-reflux procedure. Anti-reflux procedure and device implant date not reported. Uneventful device explant (B)(6) 2015. After device removal, patient underwent a fundoplication.

Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced ongoing gerd leading to linx device explant. The linx device was used as part of the anti-reflux procedure. Anti-reflux procedure and device implant date not reported. Uneventful device explant (B)(6) 2015. After device removal, patient underwent a fundoplication.